Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2026, the patient received the following results within 15 minutes: 97 mg/dl (accu-chek guide system) and 54 mg/dl (accu-chek active system). On (B)(6) 2026, the patient received the following results within 15 minutes: 94 mg/dl (accu-chek guide system) and 55 mg/dl (accu-chek active system).